Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to patient condition (lack of diuretics), per case details. The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A mitraclip xtw was inserted and deployed on the tricuspid valve, reducing tr to grade of 1. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3.